Manufacturer narrative:
A supplemental MDR is being submitted due to the return of the device. Sections: d9, g3, g6, h2, h3, h6 device code, type of investigation have been updated.

Manufacturer narrative:
E1 phone number (B)(6) investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in japan, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve, a balloon leak of the 26mm commander delivery system occurred. Pre dilation was not performed, and the valve was deployed directly. The 26mm commander delivery system had been prepared with 23 ml of diluted contrast (nominal). During inflation for valve deployment, the inflation device showed a sudden pressure drop, and backflow of blood into the inflation device was observed. Based on these intra procedural findings, a balloon leak of the delivery system was identified. The valve was fully deployed with no malposition reported. A new kit was opened, and post dilation was performed. No patient injury or complications were reported, and the patients condition was described as stable post procedure. The valve alignment was performed in a straight section of the anatomy.